Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified bd needleless connector experienced component separation and contributed to blood exposure during use. The following was reported by the initial reporter: "g19e- nurse took rituxan vitals, assessed patient and left the room. Patient called nurse back in room upon discovering blood on his chest. Nurse discovered needless connecter has disconnected itself. Chemo paused for 12 mins while patient was cleaned up. Nocturnal lymhoma attending notified. Patient had no complaints after event."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of needleless connector disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that an unspecified bd needleless connector experienced component separation and contributed to blood exposure during use. The following was reported by the initial reporter: "g19e- nurse took rituxan vitals, assessed patient and left the room. Patient called nurse back in room upon discovering blood on his chest. Nurse discovered needless connecter has disconnected itself. Chemo paused for 12 mins while patient was cleaned up. Nocturnal lymhoma attending notified. Patient had no complaints after event."